Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (dose and concentration unknown) via an implanted pump system. The patient reported hearing a single tone alarm. They were now hearing a dual tone critical alarm. The patient had missed a refill because they had a family emergency in florida and had to travel. The patient was having withdrawal symptoms, and their pain was starting to come back. The patient was also taking oral oxycodone. The patient stated they thought they were "set at 0.1". They did not know the dose and concentration. The patient had an option to travel back for their refill, and their healthcare provider would fill the pump as soon as they returned to (B)(6). Additional information was requested to determine the cause of the alarm; if the patient had their pump refilled; if refilling the pump resolved the patient's withdrawal symptoms; and if refilling the pump resolved the pump alarm.

Event description:
Additional information was received from the patient. The pump ran out while they were on vacation. They were told they had enough, but they did not. On (B)(6) 2016, they wanted to fill their pump but could not find someone. They eventually got a hold of medtronic and their doctor and they found someone. Refilling the pump resolved the patient's withdrawal symptoms, which were reportedly "bad" before they found somebody to fill the pump.